Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a hospitalization due to insulin pump failure on (B)(6) 2013. Blood glucose reading was between 400 mg/dl and 500 mg/dl. Customer was calling again to inquire about the changing of the insulin type and to clear up certain confusions regarding her account. Confirmed with the customer that the new insulin pump was working fine. Nothing further reported.